Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's continuous glucose monitor read "high". Subsequently, the customer went to the emergency room for their elevated bg and ketones that a health care professional identified as dangerous. Customer was admitted to the intensive care unit. Customer was treated intravenously with insulin and another unidentified fluid. Customer was released on (B)(6)with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.